Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. A search of the complaints databases against the lot code 2272157 found other reported events. A previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. It was reported the patient was initially implanted with a depuy femoral head in (B)(6) 2011 and revised for dislocation of the femoral head and liner in (B)(6) 2011. The reported depuy device was used in conjunction with a competitor liner. This use is not recommended and is considered off label use. The investigation can draw no further conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppd and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the revision operative noted the patient was revised for dislocation on (B)(6) 2011. The only implant that was depuy is the femoral head. All other implants revised were competitor.